Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer stated that the tip of the catheter fractured into the patient's neck on removal. The patient required surgical removal.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.